Event description:
Medtronic received a report that a pipeline encountered resistance in the distal shaft and became stuck while resheathing. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an ic-ophthalmic (c6) bouthillier classification. Aneurysm dimensions: max diameter 7 mm and neck diameter 4 mm. After preparation, the pipeline was inserted; when it was deployed, resistance was felt slightly, but it was expanded to about half. Afterwards, it was resheath and deployed after adjusting the position, but further resistance was felt, so it was collected. After changing to another pipeline, the placement and the procedure was completed. The catheter was flushed with heparin-added saline during the procedure. The physician did not retract the microcatheter and eliminate the slack in the microcatheter in order to eliminate the sticking issue. The catheter was not damaged (only the pipeline).  There was no resistance or abnormalities during delivery of the catheter lumen to the pipeline. There were no patient symptoms or complications associated with this event. Additional information was received that the damage could not be observed in particular, however, the detachment in the catheter was confirmed when the pipeline was removed. There was no damage to the pipeline pushwire or catheter in particular.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the vessel tortuosity was moderate. The patient is recovering from the procedure with no problems. No patient symptoms or further complications were reported as a result of this event.